Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's hand was broken and was unable to charge the ipg, and she was confused regarding how to charge the ipg. Follow up identified the sjm representative met with the patient and was unable to locate the ipg with the external devices. Review of the device manufacturer's system found the patient had cognitive issues regarding charging in the past. It was reported surgical intervention may be undertaken at a later date to address the issue.